Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. No intervention was performed. The patient had no consequences.